Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak at the peltier module; the sheath tank restrictor tubing had a hole and caused diluent (sheath fluid) to leak. The sheath tank restrictor tubing, along with pinch valve pv22 were replaced to resolve the reported problem. (B)(4).

Event description:
A customer reported finding a diluent leak in the front area of the lh500 instrument. Differential background failures along with "r" flags were also reported. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.